Manufacturer narrative:
Pr#: (B)(4). The customer reported that during user initiated daily test the device displayed an error message and the device doesn't turn on. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that during user initiated daily test the device displayed an error message and the device doesn't turn on. There was no pt involvement.